Event description:
Information was received from a patient regarding an external device. The reason for call was that about three weeks ago they had the ins battery re-implanted because they lost like forty-five pounds so the ins was too close to their skin and the ins was shocking them. Pt said that hcp put the ins in a new and deeper pouch. Pt said that everything was going real good until about three days ago. Pt sad that they would charge the ins every day so usually it would take under an hour to recharge the ins. Pt noted that the ins would usually be between 60% and 70% when they started recharging the ins. Pt said that the past three days it took like three or four hours to recharge the ins because they would be charging the ins and all of a sudden the controller would say finished and stop recharging the ins. Pt said that they were very careful about not moving while recharging the ins but they would have to reset the controller and start all over again. Pt saw no apparent damage to the recharger. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light solid green. Pss had the pt unlock the controller and pt saw the batteries screen with the controller battery at 100% with finished indicated and the ins battery at 80%. Pss had the pt initiate an ins recharging session. The controller was stuck spinning on the checking recharge quality screen and would not advance to another screen. Pt said that this is what would happen when they would try to recharge the ins. Pt said that even in the middle of recharging the ins when they hadn't moved at all the controller would go back to spinning on checking recharge quality. Pt said that also the charging quality would go from excellent to good and then the controller would go off so they would have to reset the controller. Pt confirmed that the connection between the recharger and controller was not loose. The issue was not resolved. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.